Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated with the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that on (B)(6) 2021, the sample swab was tested with the cobas® liat® and generated sars-cov-2 positive. The result was reported to the patient and or/ medical personnel treating the patient. The original patient swab was sent out to the lab for retesting, on (B)(6) 2021 a retest on the genexpert cepheid was negative. The customer also reported that upon the patient¿s return to the nursing home, the patient along with the other residents were subsequently swabbed. The testing was performed with an unknown pcr test, all test results came back negative 4 days later. The nursing home was on locked down during those 4 days until test results were confirmed to be negative. No apparent harm or injury occurred in relation to the event. The customer collected samples using sigma virocult swab and virus transport medium (1ml volume).the method sheet indicates that ; this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
A problem report of the liat serial number (B)(4) was provided and found that the alleged sample run: run #4239, (B)(6) 2021, scfa lot 10726x, sars-cov-2 detected CT=30.5, influenza a&b not detected. The late CT indicated a potential low-titer sample near the limit of detection (lod) of this assay where results can waiver. A system assessment was performed on the data indicated that the alleged run 4239, was processed without any issues and therefore, the result is considered tom be true. The data clearly showed an amplification signal of the target for sars-cov-2. The late CT value further indicated a potential low-titer sample. Additionally, no system-related issues were found for this run. In general, no system-related issue could be found and no potential false-positive results were found in the data. Based on that analysis, repair of the analyzer is not considered to be necessary. The original sample from (B)(6) 2021 retested on (B)(6) 2021 exceeded the sample storage guidelines. As per the method sheet : "specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible." Also, sample to sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results. Additionally, the collection kit in use, sigma virocult swab and virus transport medium (1ml volume), is an off-label. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. If the volume of collection media is not identical to on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated and increase the rate of inaccurate results. The approved on-label collection kits have been tested and confirmed to be compatible with the scfa assay. Validated collection media kits for each specimen type can be found in the method sheet and are recommended for optimal performance of the assay. Finally, the lod differs significantly between the scfa assay and the cepheid® genexpert which could further explain the sample discrepancies. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the sars-cov-2 target lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is low, where the genexpert requires a higher viral load in the sample for detection. As such, results with one assay may not be reproducible with a different assay. It is possible that the sample contained viral material near the lod of the assay from a low level of laboratory contamination. Please ensure glp's are in place in order to reduce the possibility of contamination. Further investigation was performed to rule out a product quality issue. Complaint history analysis: a trend for scfa lot 10726x was not identified. Causal factor / root cause: the most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver, the sample to sample variability, and the off-label collection kit. Work around / recommendation: please continue to monitor the situation at the customer site and escalate a new case if discrepant results reoccur. Please ensure that the customer use a validated collection media for the scfa assay to ensure optimal results and expected performance. (B)(4).